Event description:
It was reported that the low reservoir alarm occurred on (B)(6) 2014 and the empty reservoir alarm occurred 4 days later. No patient symptoms occurred. The pump was to be filled on (B)(6) 2014. It was noted that the patient was weaned off prialt and a new drug may be tried in the future. The device system was used to deliver saline. It was later reported that the low and empty reservoir alarms occurred because the pump was inadvertently programmed to simple continuous mode instead of minimum rate. As of (B)(6) 2014, the patient was to have his pump refilled again with saline on (B)(6) 2014. The patient had been receiving saline from his pump since april.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID ne u_unknown_prog, product type programmer, physician. (B)(4).